Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds of 7/5 volts. It was determined that the lead had dislodged. Subsequently, the patient underwent a revision procedure and this lead was successfully repositioned. No adverse patient effects were reported. This product remains in-service.